Manufacturer narrative:
Third party vendor, ge engineering, replaced the x-ray tube, cables and high tension tank with parts not from covidien. Ge engineer calibrated the generator and everything is functioning normally. System returned to full service by the customer.

Event description:
On 01/21, customer reports the fluoro and x-rays failed during a pt procedure. Customer provided no pt or procedure information, other than to say no reported injury.